Event description:
Complainant alleged that during biomed testing, the device was unable to power on. Upon power up with ac-power, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a f/u report when our investigation is completed.